Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing -------------------------------- follow-up 1 : device evaluation updated fields:b4, g3, g6, h3, h6. Hamilton medical ag received the device's log files. On the reported date of the event (16.10.2024), there is no specific alarm for a black screen recorded in the logfiles. However, on october 17, 2024, the device alarmed with "ventilator unit connection lost" message and tf2438. Multiple attempts were made to obtain further information regarding the incident, including the status of the unit and any corrective actions taken by the healthcare facility. Unfortunately, no responses were received. Based on the available information, the exact root cause remains unknown. If the failure would recur during the ventilation, the therapy might be affected and therefore a potential deterioration in the patient state of health cannot be excluded. Therefore, the event is considered reportable.

Event description:
Hamilton medical ag received the following event description: during the ventialtion of a patient, "ip went blank but no technical alarms sounded" ventilation continued despite the black screen; however, it was not possible to see ventilator settings or monitoring due to the blank touch screen. No harm to the patient, user or third party was reported.

Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventialtion of a patient, "ip went blank but no technical alarms sounded" ventilation continued despite the black screen; however, it was not possible to see ventilator settings or monitoring due to the blank touch screen. No harm to the patient, user or third party was reported.